Manufacturer narrative:
Olympus contacted the hospital to obtain further information regarding the alleged event. The hospital reported the device in question was evaluated by hospital personnel, no malfunction was found and the device was returned to service. Therefore, due to the lack of information, olympus cannot conclusively determine the cause of the user's experience. However, this case is similar to other cases where patients had received burns as a result of the physician allowing the light guide cable to rest on the patient during procedure. The olympus instruction manual for these devices warn that large amounts of energy are emitted by the light source and concentrated in a small area. As a result, the light-guide connector and telescope's distal end can generate heat. The instruction manual warns of burns or thermal damage to surgical equipment and instructs the user not to place the devices on patient skin, heat-sensitive of flammable materials.

Event description:
The hospital reported the patient had undergone a procedure and was discharged without any complication or incident. A follow-up call was made to the patient the same day she was discharged and she did not mention the burn. It was not until the patient had a follow-up with her primary care physician four days after the procedure that she reported a small "dime-sized" burn to the left of her groin area. The patient was treated with an antibiotic and antibacterial cream. The patient is reportedly fine now.